Manufacturer narrative:
Evaluation: cook's instructions for use does indicated that inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration, or inadvertent occlusion of the renal or internal iliac arteries. The customer returned one iliac leg graft in an opened and used condition. An examination of the returned device found that it to be manufactured to specification. An internal clinical review indicated that the event was caused by incorrect placement of the device during the procedure.

Event description:
A female patient with previous history of ileus and uterine cancer, underwent aaa repair in 2006. During the procedure, difficulty was encountered advancing the contralateral iliac leg introduction system. Fluoroscopy revealed that the introduction system had been advancing through a false lumen, which had caused a dissection in the contralateral iliac artery. Pull-through was used to advance the introduction system via the brachial artery to the desired site. After this, dsa exhibited a proximal type I endoleak. Re-ballooning could reduce the leak. So, the physician elected to observe the leak and completed the procedure. The placement of the iliac leg improved the dissection. A post-op examination on two days later verified that the endoleak had been resolved.